Event description:
Event description guidant received information that the patient was in the hospital (reason not stated). Initial interogation of the device found it programmed to aai mode. However, it appeared to be pacing in the ventricles. The device has been implanted over 9 years.